Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was receiving button error alarm and that the buttons stopped working. The customer's blood glucose at the time was 158.4 mg/dl. The customer was advised that the pump would need to be returned and replaced. The device is being returned.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, and a missing end cap sticker.